Event description:
Hill-rom received user facility medwatch alleging an overbed table was placed across pt so she could eat. The caregiver went to get a towel and heard the pt calling out for assistance because the bed went up to the highest position. The pt's right knee and right hand were caught under the table. The caregiver alleged the pt's knuckle and knee were red but the skin was not broken and no swelling occurred. Plant operations were called about the bed and the pt was moved to another bed in the room.

Manufacturer narrative:
The tech went to the account and stated the account was unable to relocate the bed. He was told by the account that they tested and observed the bed for approx 2 weeks and they could not duplicate the issue.